Manufacturer narrative:
Device not available for evaluation. Investigation - evaluation a review of the complaint history, instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Per the instructions for use: extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow." There was one other reported complaint for this lot number (reported on MDR #1820334-2017-01617). Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a turbo-ject® double lumen bedside power-injectable PICC on an unspecified date. The catheter reportedly split at the hub 40 days following implantation. The device was explanted and replaced with a new catheter. No further event or patient information was provided. The device is available for evaluation; however it has not been received by the manufacturer as of the date of this report.